Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis two years ago. It was stated that the customer's mother informed that the customer is doing well and declined follow up.